Event description:
New information received notes that the lead was explanted and replaced. There were no adverse patient consequences reported.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting noise and decreased r-wave amplitude. No interventions were reported. The patient was in stable condition.